Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was¿ 99 mg/dl, and the blood glucose value was 220 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 106 mg/dl. The difference between the sg (sensor glucose) and bg (blood glucose) values falls within the parkes error grid risk categories of zone c. The customer reported no adverse event. The event involved product(s) unk_sensor. Troubleshooting was performed, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. No product return is required for unk_sensor.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The customer reported no adverse event. The event involved product(s) 7040a. Troubleshooting was performed and sensor glucose value was 99 mg/dl, and the blood glucose value was 220 mg/dl, which is not within the range. No harm requiring medical intervention was reported. No product return is required for 7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b - updated brand name and product code (model change from unk_sensor to mmt-7040a) 3. Section d4 - updated model number and catalog number (model change from unk_sensor to mmt-7040a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.